Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis. (B)(4).

Event description:
It was reported that during a lap supracervical hysterectomy, the tissue pad melted off of the clamp arm. The ace36p was swapped with another ace36p and the case was completed with no pt consequence.